Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas and alleged the patient experienced a blood glucose of 32.5mmol/l, associated with an alleged time loss/gain issue. Reportedly, the patient remained on the pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support, it was revealed the pump time was off by greater than five minutes per month, and the time/date were correctly maintained when the battery was removed for less than 24 hours. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with a time loss/gain issue.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09-apr-2018 with the following findings: a review of the pump¿s black box showed no unexplained time loss/gain. The black box showed evidence of a time/date reset to default setting after a pump reboot on (B)(6) 2018 at 15:04. The pump was powered back on (B)(6) 2018 at 15:36; deliveries never resumed. The total daily dose (ttd) history showed out of order dates from (B)(6) 2018 to (B)(6) 2007, then from (B)(6) 2007 to (B)(6) 2018. The black box data for these dates was not available. The tdd¿s add up correctly and reflected the user's programmed basal rates. During investigation, the pump passed the delivery accuracy test and was found to be delivering accurately and within range. A timekeeping accuracy test was performed; the pump maintained the time and date during the 5-day duration test, however, when the pump was left without power for 1 hour and the pump was powered back on, it had returned to the default time/date 2007-01-01 00:00. The time test was started but was not completed due a failure of the internal clock battery on the printed circuit board. The complaint of time loss/gain issue was not able to be confirmed or duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.